Event description:
It was reported that the right ventricular lead exhibited noise and oversensing which led to pauses being felt by the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.